Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this device with non-boston scientific leads revealed a mild pocket site infection. Antibiotic therapy was prescribed. This device remains implanted and in service. No further patient symptoms were reported.